Manufacturer narrative:
Additional info: macroscopic and optical examination revealed thread crest and flank damage on both sides of the head; this damage appears to have initiated at the start of the thread, and is consistent with misalignment of the fas head and set screw threads during construct assembly.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the bone screw would not hold the set screw which kept popping out. The bone screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.